Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced lead migration. X-ray imaging revealed the lead migrated. Reprogramming was unable to provide effective therapy. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was relocated which resolved the issue. Reportedly, the patient is receiving effective stimulation post operatively.